Event description:
It was reported that the customer experienced a low blood glucose level. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Customer consumed carbohydrates to address the bg. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.